Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported image resolution poor was due to the physician having difficult visualizing during the procedure. The reported slda is due to a combination procedural circumstance and patient anatomy. Additionally, the reported effect of mr appears to be cascading effects of incomplete coaptation. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report incomplete coaptation. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with tethered leaflets. Imaging was noted to be challenging throughout the procedure. One clip was implanted successfully and the mr was reduced to grade 2-3. On (B)(6) 2023 a transthoracic echocardiogram was performed and confirmed recurrent mr grade 4 due to the previously implanted clip detaching from the posterior leaflet and remaining attached to the anterior leaflet (single leaflet device attachment/slda). In the treating physician's opinion, the slda was due to the patient's anatomy and challenging imaging. An additional procedure was performed to implant a non-abbott device for stabilization of the slda mitraclip. There was no clinically significant delay in the procedure and no additional information was provided.